Manufacturer narrative:
The device was returned for analysis. The reported ¿the knot of the proglide device was formed outside of the patient¿s skin¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation determined the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6fr sheath hole prior to a thoracic aneurysm correction procedure. Reportedly, after suture deployment, the knot of the proglide device was formed outside of the patient¿s skin. The sutures of two new proglide were successfully pre-placed. The sheath was upsized and the procedure was completed. Hemostasis was achieved with the pre-placed proglide device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.